Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and backend wheel in the home position. A severe kink was observed on the graft cover 168mm from the strain relief. Slight deformation on the graft cover was observed 46mm from the strain relief. A 0.035-inch guidewire was loaded via the luer with a strong resistance noted at the kink site. The guidewire could not be advanced any further, indicating a blockage at the kink site. The report deformation was confirmed through the analysis of the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo analysis a series of eight (8) photos were received from the account. The photos capture a severe kink on the graft cover and stent stop. One photo captures the device loaded in the product tray with the device distal to the kink raised out of the tray. There is no evidence of damage to the shelf carton and pouches from the photos received. The reported deformation was confirmed through review of the photos. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was intended to be implanted in the endovascular treatment of a 65mm aaa. It was reported that prior to the procedure, when the device was being removed from its box, it was noted that the box was a normal shape with no visible damage. There was no damage noted in the double envelope inside the box. When the device was unpacked it appeared that the shaft was kinked abnormally. The physician tried to pass a guide wire through to test the integrity of the shaft but the guide did not advance inside the channel. The plastic of the shaft appeared like it was melted. Another endurant stent graft was implanted instead. Per the physician the cause of the event is a production issue. No additional clinical sequelae were provided and the patient is fine.